Manufacturer narrative:
Findings: unit was unable to prime during prime test due to faulty sensor resistor. The motor slide made contact with the reservoir during the occlusion test. No motor anomaly/gap noted during the occlusion test. Unable to complete the occlusion test due to prime/fill anomaly. Unable to perform the excessive no delivery test due to prime/fill anomaly. Unit passed the displacement test. Unit had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not performed. The device was returned for analysis.